Event description:
Viper wire inserted and advanced to left anterior descending coronary artery. Once in place, diamondback csi catheter inserted using glide-assist technique from csi console. Upon advancing the catheter, the console turned off. Diamondback catheter removed. A micro-catheter was inserted in its place to provide support to remove viper wire. When attempting to remove wire, slight resistance noted, then a snap felt. Tip verified to be dislodged and migrated distally in left anterior descending artery (lad). Viper wire removed. Tip left in distal lad as known retained object in patient.